Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that "there was smoke from the usb cable to the reader. It became hot gradually when I connected it to the outlet." Customer further mentioned that the heat of the cable and the reader has subsided now. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. The reader was visually inspected and no issues were observed. Reader turned on with button press and with the usb cable. Heat coming from the charging cable was not observed. Extended investigation has also been performed. The reader was also able to activate a known good sensor. The reader self-test and power consumption test were performed and were within specification. A device history record (DHR) was reviewed and no issues were observed on the reader prior to release. All manufacturing tests passed and were within specification prior to release. The reader's battery was within specification. The returned battery was placed on charge for few hours and measured within specification. No burn marks or abnormalities were observed on the pcba (printed circuit board assemebly) of the reader, indicating that smoke could not have been produced. The complaint is not confirmed.

Event description:
Customer reported that "there was smoke from the usb cable to the reader. It became hot gradually when I connected it to the outlet." Customer further mentioned that the heat of the cable and the reader has subsided now. There was no report of death, serious injury or mistreatment associated with this event.